Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 2377. This is a follow up report to add this additional code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss, (B)(6), warranty: it became mobile, patient: (B)(6), date placed: (B)(6) 2022, date failed: (B)(6) 2026, reference: (B)(6), lot: 461646.